Event description:
It is reported that the poly would not seat correctly in the tibia tray.

Manufacturer narrative:
Evaluation summary: visual examination indicates damage to the condyles as well as the locking feature. Dimensional analysis indicates that the device is conforming to print specification. An evaluation of the device concluded that the damage to the locking feature indicates that it did not properly slide under the locking feature on the tibial plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Device history records indicate all components were manufactured and inspected to specification.